Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. This report is for one (1) unknown drill bit. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for drill bit is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that the veterinary hospital found in their instrument inventory the tip of a 1.5mm drill bit was broken. No patient involvement. This report is for one (1) unknown drill bit. This is report 1 of 1 for complaint (B)(4).